Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit for signs of blood. The stm checked the shuttle and drive transducer surfaces and noted that they were all clean. The customer was able to provide the affected intra-aortic balloon as evidence which was enough probable cause for the stm to replace the condensation removal module (p/n: 0997-0-0986-01), safety disk (p/n: 0997-00-0985-01), blood detect tubing (p/n: 0008-00-0312), and the pneumatic component male coupling (p/n: 0103-00-0382-02). The stm noted there were no signs of a blood detected alarm in the iabp log files. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) experience a blood back event.